Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was cleaned in a 10% bleach solution. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was saline flow observed from the jaws when attached to a 300 mm/hg pressure cuff. Note: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate lp, the customer reported that repeated high-impedance alarms occurred during ablation. The customer was unable to operate normally, no water was found in the ablation forceps. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that high impedance was reported 8 times. There was no saline present at the ablation sight when the high impedance occurred. The operator was experienced with use of the device. The customer attempted ablation of the superior and inferior vena cava. Medtronic received additional information that before use, the saline volume was routinely connected to 1000ml and the pressure of the pressure bag was 300mmhg. The customer began using the device after it detected that the water came out. The device kept alarming during ablation, and it prompted multiple times that it was high impedance and could not be used. Therefore, the device was withdrawn from the patient's body. After investigation, it was found that the proximal end of the surgical ablation system (ablation forceps) had a large area of scab and no water was discharged. It was estimated that the expected use effect was not achieved and ablation could not be performed.